Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens, but the lens became stuck in the cartridge and would not advance. There was no pt contact or injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.